Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted due to suspected thrombus; power spikes, new heart failure (hf) symptoms and lactate dehydrogenase (ldh) elevating. Log file submitted to the manufacturer confirmed one speed recording below the set speed due to multiple pulsatility index (pi) events and a few unsustained power elevations > 10 watts with power returning to baseline power range after these elevations.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation as a full examination of heartmate ii lvas could not be conducted because the system was not returned to the manufacturer for analysis. Based on the manufacturers past experience and similar reported events, increased lactate dehydrogenase levels and the pump power elevations that were confirmed through the review of the log file that was submitted from the system controller that was part of this event, can be indicative of device thrombosis. In addition, the heartmate ii lvas instructions for use lists device thrombosis, hemolysis, and right heart failure as adverse events that may be associated with the use of the lvas. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that the patient received a transplant on (B)(6) 2014.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.